Manufacturer narrative:
The surgically abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increased threshold measurements and loss of capture. As a result, an invasive revision procedure was performed. A new rv lead was successfully implanted. No additional adverse patient effects were reported.